Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed the error "enmv_at_startup_high". The fse ran the functional tests and found the error "enable move is active at startup". The fse confirmed that the control module was defective. The fse solved the issue by replacing the defective control module. Analysis of the retuned part confirmed that the control module was defective and showed that none of the buttons functioned. After the replacement of the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.